Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version #: 4.3.0. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while running imaging system functional test regression verification protocol, bi-150-75741, rev [k] on 4.3.0, vvxri-1059 verify #2 failed. The "early termination" message dialog could be seen, but no "image frame rates are below recommended levels. Please reconnect the cable between the o-arm and mvs and reboot the mvs. If the problem persists, contact technical service." Message was shown. There was no patient involvement.